Manufacturer narrative:
Block h6: imdrf impact code f23 is being used to capture the removal of the migrated stent. Imdrf impact code f2301 captures the additional intervention of another stent placement. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a04 captures the reportable event of stent cover damaged/defective.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was implanted in the common bile duct for 8 months to treat biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. On (B)(6) 2024, during a routine follow-up procedure, it was found that the stent had migrated and became stuck in the choledochus. Additionally, it was observed that there was some remaining stent cover, but it was not covering the entire stent. The stent was removed, and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was implanted in the common bile duct for 8 months to treat biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. On (B)(6) 2024, during a routine follow-up procedure, it was found that the stent had migrated and became stuck in the choledochus. Additionally, it was observed that there was some remaining stent cover, but it was not covering the entire stent. The stent was removed, and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f23 is being used to capture the removal of the migrated stent. Imdrf impact code f2301 captures the additional intervention of another stent placement. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Block h11: a wallflex biliary fully covered stent was received for analysis; the delivery system was not returned. Visual inspection found the stent deformed and damaged. No other problems were noted with the stent. Product analysis confirmed the reported event of stent cover damaged/defective; however, the reported event of stent migration was not confirmed as this problem could only be seen during the procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent migration is noted within the IFU as a potential adverse event associated with the use of the device. The reported events were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.